Manufacturer narrative:
Product analysis: one device image was returned by the customer. The image shows a detached hawkone tip/housing with the detached filter of a spider fx device. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was using a hawkone atherectomy device for the treatment of a 150mm plaque lesion with chronic total occlusion of the superficial femoral artery and popliteal artery. The artery was 5mm in diameter and was mildly tortuous and calcified. A 7fr non medtronic sheath and a spider guidewire were used. The vessel was both pre and post dilated. The IFU was followed. It was reported that severe resistance was encountered upon removal. The hawkone catheter broke in the left common femoral artery when trying to pull the catheter into the 7fr sheath. The entire nosecone would not retract into sheath. Wire wrap was noted and the physician pulled the device with some force and the nose cone dislodged. The spider filter was sheared off while trying to remove all devices (sheath, hawkone and spider filter) out of the right common femoral artery. The spider and tip of the hawkone both fully detached in the patient. The spider wire was pulled until filter was married up to hawkone tip. Proximal part of nose cone had separated from wire. This p ortion off wire made it impossible to pull device into sheath. The whole system was pulled back to access. A cutdown was used to remove the nose cone and filter. No patient symptoms or complications associated with this event.